Event description:
Pt's gj [gastrojejunostomy] was replaced on [redacted] due to the button on the g [gastric] port being broken/leaking. On [redacted] at approximately 2000 the patient told the nurse that his gj tube felt funny and was moving. An x-ray was obtained the showed that the tube was positioned correctly but the balloon holding it in place, failed. Manufacturer response for gj 14fr, (brand not provided) (per site reporter). Yes, they were made aware on [redacted]. Currently awaiting manufacturer response.